Event description:
It was found that the patient right side rail was not latching in the upright position due to broken white spindle spacer in the latch spindle subassembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.